Event description:
It was reported that during an implant procedure, the patient experienced mechanical atrioventricular (av) total block. No symptoms were reported, the device remains implanted, and the event resolved the following day. The patient is enrolled in the micra transcatheter pacing study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).